Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred when the patient was connected for peritoneal dialysis therapy. The patient reported that the cassette was faulty. The patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.